Event description:
Physician was performing a total knee arthroplasty. While using the tibial impactor, the plastic end piece broke off. All pieces were accounted for and instrument was removed from the sterile field. Surgery went on without incident. The impactor was depuy #d2581-11-000. FDA safety ID # (B)(4).